Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. The patient remains on lvad support. Additional information was requested but was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to an outside emergency room (B)(6) 2017 for shortness of breath and was found to be profoundly anemic with tachycardia. The patient was transferred to the implanting center which took over 12 hours, and when the patient arrived, the patient was clearly in shock, with low flow alarms. A log file reviewed by the technical service representative confirmed the power and flow trending downward days prior to (B)(6) 2017. The lower flow conditions persisted until (B)(6) 2017 and (B)(6) 2017 when the power/flow began trending upward. As of (B)(6) 2017, it was reported that the pump is functioning well. No additional information was provided.

Manufacturer narrative:
Analysis of the submitted system controller log files confirmed low flow hazard alarms; however, a direct correlation between the left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. Cardiac arrhythmia is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.